Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 05/11/2015 with the following findings: during testing, the pump powered on to the ¿verify¿ screen with audio tones and vibrations functional. A low cartridge warning was reproduced for the investigation and the pump gave the appropriate sound and displayed the correct message on the display screen. It was confirmed that 10 units remained in the cartridge at the time of the warning. The low cartridge warning was accurately recorded in the pump history. Unrelated to the complaint, evaluation revealed that the display screen was discolored. Also unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the bumper pad. The returned battery and cartridge caps were used to complete all testing. The complaint that the pump did not emit a low cartridge warning for a low cartridge at 10 units was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump did not emit a low cartridge warning for a low cartridge at 10 units. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.